Event description:
Healthcare professional reported capsular contracture, baker grade ii-iii and "extracapsular rupture of the right mammary gland endoprosthesis¿. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f15. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device photograph(s) for the device related to the reported event of rupture and capsular contracture were received. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Reason for reoperation: rupture and capsular contracture baker grade ii-iii further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.